Event description:
Boston scientific received information that this right ventricular (rv) lead was pulled back into the superior vena cava (svc). The physician made a lead revision and reposition. The rv lead remains service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.